Manufacturer narrative:
This supplemental report was created to update the b5: description of event; d6b: explant date.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There was no additional adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that the pacemaker was explanted after being used as a temporary pacing product. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There was no additional adverse patient effects were reported. This pacemaker remains in service.